Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a lead replaced since the doctor indicated they "missed the sweet spot" in the first surgery. The doctor replaced one probe and did not change the ins. They changed the leads because they did not stretch correctly. The patient indicated they felt 3000 times better after this surgery. No patient symptoms or further complications were reported as a result of this event.